Event description:
Case no- case-(B)(4) this case is reported on reservoir for leak and high blood glucose level. Information received by medtronic indicated that insulin pump had damaged retainer ring. It was unknown if the reservoir was able lock in place or not. Customer stated reservoir had leak. No harm requiring medical intervention was reported. Customer continue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.